Event description:
Patient was intubated in the field by ems. Upon admission to the ed, the ed physician looked and visualized the ett in the correct location. Patient transferred to cvru. Upon arrival, the rn noticed that the pilot balloon seemed to be severed or cut. Rt was called and assess to see if the pilot balloon could be repaired without having to re-intubate the patient. As the rt was discussing with the physician the option of repairing the pilot balloon, the rn discovered that the pilot balloon was completely detached from the ett and cuff. Patient had to be re-intubated in order to be successfully ventilated. During this time, the patient's oxygen saturations did not drop below 90%.